Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer was not removing air correctly during the load sequence. The customer was educated on the proper air removal steps. The customer experienced an elevated blood glucose level over 500 mg/dl. Manual insulin injections were administered to address bg level. The pump supplies were changed to address the reported issue.